Event description:
The physician reported that two out of the ten probes go off to the side upon insertion. Instead of going straight, it will bend at the end either to the left or the right, preventing a proper reading. The physician did not specify which probe was exhibiting the reported incident. There are three probes in this unit, the temperatue probe, the oxygen probe and the icp catheter. This has occurred with two different pts. No pt injury was reported.